Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bolus delivery was stopped unexpectedly causing the customer's blood glucose to elevate (value unknown). Reportedly, the customer turned off alarm notifications. The customer declined to provide further information and declined a follow up call from tandem technical support.